Manufacturer narrative:
Qn#: (B)(4). The customer returned one dilator for evaluation. The tip of the dilator was microscopically examined and found to be misshapen, mushrooming outward with some white discoloration indicating stressing occurred. The dilator tip had the characteristics of a dilator that has been used. The inner diameter of the dilator tip and the dilator body were measured and were found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product suggest that the cutaneous puncture site be enlarged with the cutting edge of a scalpel prior to using the dilator to further enlarge the site. The customer reported issue of the dilator tip being damaged was confirmed during the sample investigation. Visual inspection was performed on the tip of the dilator and it was found to be misshapen in a way that is consistent with use. A DHR review was performed and no relevant findings were identified. The probable cause of this issue is operational context.

Event description:
The customer alleges that the end of the sheath was divided and no longer entered the patient's body. The doctor followed the IFU. Another device was used to finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the end of the sheath was divided and no longer entered the patient's body. The doctor followed the IFU. Another device was used to finish the procedure.